Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The bg level was corrected with a bolus injection. The customer continued to use the pump for insulin therapy. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.